Event description:
Had hardware put in back in 6/93, along with a fusion. The pain continued in rptr's back and down her legs. On two occasions she had lightening strike type pains in her right leg. Her ability to bend without pain decreased in 1 1/2 years since surgery. At this time, after the removal, rptr has nerve pain continuing in the legs (both) as well as back pain.